Event description:
A customer reported that their system exhibited low vacuum during surgery. A second system was brought in to complete the procedure, resulting in a delay of less than five minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system, verified irrigation and aspiration rates, and verified vacuum climbed to limit at normal speed when line was closed. The company rep could not duplicate the problem reported. The system was then tested and met all product specifications. No samples were returned for eval and no further info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause is unk. (B)(4).